Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires of the power extension cable. Due to exposed wiring, the patient electronic system was uncappable of powering on. In result, a golden right-angle extension cable was used to replace the damaged cable and then was able to power on. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications. It was confirmed that the unit was unable to hold power and would shut off on its own due to the defected right-angle extension cable. It is undetermined if the unit would power off on its own since the returned right angle was not used for testing due to safety protocol. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.